Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The device is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial connector. It was also indicated that the lower case was broken, main seal was pinched, and both display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.